Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 07/18/2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue implant procedure on an unknown date. The procedure was completed successfully, and no device issues were reported. According to the complainant, the patient ended radiation therapy at the end of (B)(6) 2022. The patient then presented to his radiation oncologist at the end of (B)(6) 2022 with rectal pain. After unspecified tests were performed and the patient saw a third unspecified physician, it was determined the patient experienced a fistula. Reportedly, the patient had a hole in his rectum. The patient received a colostomy bag and was admitted to the hospital. The patient's outcome is unknown.